Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had black touchscreen and no information was visible. A field service engineer confirmed that the customer identified power issue occurred and replaced power cord cable to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had black touchscreen and no information was visible. A customer reported that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this event.